Manufacturer narrative:
The device has not been returned. Evaluation of the event is done based on historical records. Correction is being made for customer culture results not submitted with initial MDR. This supplemental report is being submitted to provide this information. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. A culture test for the device could not be performed by olympus after following the correct reprocessing steps since the device was not returned. As such, non-conformity of the device with presence of microbes cannot be confirmed. The event was unlikely related to the growth of microorganism was confirmed from culture test by user after reprocessing. This was a brand new device at the facility and was shipped in accordance with specifications. Customer has not responded to additional information requests and information on reprocessing done at the facility despite good faith attempts.

Event description:
As reported by the customer, the device is brand new and not used on any patient. A routine sampling for culture was performed and found to be positive for microbes. There is no patient involvement.

Manufacturer narrative:
The data for personal information (initial reporter) cannot be made available due to restrictions imposed by the EU general data protection regulation (gdpr, art. 44-49). This device is not sold in the us, but a similar device is. The customer is not going to return the device nor provide any additional information. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.